Event description:
Implant removed due to surgical consideration within 36 hours.

Manufacturer narrative:
Issue: the trackwise digital FDA gateway server may not be responding at this moment. Please try the request again after sometime or contact trackwise digital support for assistance. Corrective action: notify the vendor honeywell sparta of the issue of the failure listed as ¿internal error¿ preventative action: requested vendor to locate any file with a internal error showing as the failure to provide to allow for resubmission. With this information, resubmitted the failed records due to an internal error.

Event description:
Implant removed due to surgical consideration within 36 hours.

Event description:
Implant removed due to surgical consideration within 36 hours.